Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. During evaluation found no heating up of the handpiece. Handpiece was running noisy. Turbine had bearing wobble/play but both bearings where still attached to rotor. Replaced head drive with new turbine/cap.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.